Event description:
No additional information received from the customer.

Manufacturer narrative:
Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was confirmed from complaint information. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: when the button was inspected for activation, the display appeared on the monitor and blinked, but the freeze could not be released. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the endoscopic diagnostic procedure, the high-definition liquid crystal display (lcd) monitor blinked and the freeze function could not be released, resulting in a procedural delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.